Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a pairing failure. The root cause of the pairing failure was determined to be loss of connection. The reported issue of a pairing failure is reportable based on the finding of permanent signal loss.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. The log was downloaded and reviewed and signal loss was found within the investigation window.the allegation was confirmed. The root cause could not be determined.